Event description:
Additional information received on (B)(6) 2024 confirmed that the second hospitalization post implant was unrelated to the reported incident and was not due to the cardiomems device or procedure.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that while obtaining venous access through the internal jugular vein for cardiomems implant the patient was experiencing pain from the pressure at the access site and was administered localized pain medication and a few rounds of IV medication. The physician reported there were no complications associated with the access. While the physician was attempting to navigate the swan catheter to the left pulmonary artery the patient's oxygen saturations began declining as well as her heart rate and blood pressure. The nursing staff attempted waking up the patient before calling a code team as her saturations continued to decline. CPR and compressions were given to the patient, and she was intubated. Her levels stabilized and the physician opted to continue with the procedure which was completed without issue. Patient was sent to the ICU for observation and received IV lasix drip and had intubation pulled 15 minutes after arrival. The physician reported that cardiomems did not cause or contribute to the hypoxia and cardiac arrest. The sensor was unopened at the time of the event and was not used until after stabilization. The clinical team believes the cause for this was a reaction to medications administered during the procedure but they were unable to confirm which medication. Patient is currently hospitalized and receiving hemodialysis.